Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings: during investigation, the original complaint, was unable to be duplicated. The keypad was intact with no evidence of peeling or damage and all the keys were responsive to user presses. The keypad was removed and there was no evidence of contamination on the key contacts. The pump was opened and there was evidence of moisture corrosion on the keypad connector and on the transceiver board. The battery compartment was found to be cracked. The cover was also found to be cracked.